Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a smart coil more than slightly into the microcatheter and, therefore, the smart coil and microcatheter were removed. The procedure was completed using a new microcatheter and additional smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on proximal end of the pusher assembly. The mid-joint of the pusher assembly was retracted through the friction lock of the introducer sheath. The embolization coil was intact with the pusher assembly and had some offset coil winds. The pusher assembly was bent on multiple locations. The smart coil was attempted to be advanced through the introducer sheath and resistance was encountered. The smart coil was unable to advance further. Conclusion: evaluation of the returned smart coil revealed a device with offset coil winds. If the introducer sheath is not properly aligned with the hub of the parent device or if the device is forcefully advanced while experiencing resistance, damage such as offset coil winds may occur. The offset coil winds likely contributed to the inability to advance the device into the non-penumbra microcatheter and during functional testing. Further evaluation revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. Based on the reported complaint, this is likely incidental to the complaint and may have occurred during packaging for return to penumbra. The non-penumbra microcatheter was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.